Event description:
Device issue: stent jumped during deployment. Time of device issue: during the procedure. Adverse event: placement of a second unplanned stent. It was reported that during a common carotid artery stenting procedure, the rx acculink stent jumped during deployment, not fully covering the lesion. A second rx acculink was placed to fully cover the lesion. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the device was not returned for analysis. Reportedly, a stent jumped which may be a result of, but not limited to, the patient's vessel geometry or the vessel diameter, which could have been larger than the stent, or when the stent does not appose the vessel wall when the stent is fully deployed, and when there is inadvertent movement of the handle during deployment or the positioning of the stent prior to deployment was not optimal. Furthermore, the rx acculink instructions for use for stent deployment notes that prior to stent deployment, remove all slack from the delivery system. A review of the device lot history records did not reveal any non-conformities which could have contributed to the reported event. Based on the available information a definitive cause could not be determined. All catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.